Event description:
The customer reported that prior to a gynecological procedure, the patient was washed with chlorhexidine 2% alcohol. During the procedure, the patient received a burn to the shoulder area. The patient was reported to be okay. Additional questions in regard to the degree of burn and treatment have been asked. No additional information has been received from the customer.

Manufacturer narrative:
(B)(4). The incident unit was received and investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification.